Manufacturer narrative:
Per -3872 final report. The broach was partly out of the femur at the time of the break and thus it was easy to remove. There was no complications to the surgery or impact to the patient. The device was returned and reviewed at corin. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The device had been in use in the field for approximately 4 years and 3 months, it has been concluded that the reported failure is due to wear and tear. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During extraction of the metafix broach from the femur, the device broke at the spigot.

Manufacturer narrative:
(B)(4). The broach was partly out of the femur at the time of the break and thus it was easy to remove. There was no complications to the surgery or impact to the patient. The device is being returned and will be reviewed at corin. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During extraction of the metafix broach from the femur, the device broke at the spigot.